Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: l5-s1 spondylolisthesis with bilateral l5 radiculopathy. L5-s1 discogenic low back pain documented by discogram. For which, patient underwent following procedures: l5 laminectomy with decompressive s1 nerve roots. L4-l5 decompressive laminotomy and foraminotomy, decompression of l5 nerve roots bilaterally. Harvesting of local bone graft from the laminae of the spinous process of l4 and l5. Harvesting of bone marrow aspirate for stem cells in the right hemipelvis. L5-s1 transforaminal lumbar interbody fusion utilizing a peek cage along with stem cell and cortical cancellous allograft mixture. L5-s1 lateral mass fusion utilizing pedicle screw instrumentation along with bone morphogenic soaked sponges, allograft and local bone graft. Per op notes, the bone morphogenic protein soaked sponges, allograft and local autograft then impacted in the lateral gutters. Lateral x-ray was obtained and revealed excellent positioning of the rods, screws and cages. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2007: patient got discharged. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.